Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead. The remote monitoring transmission showed noise, an elevated short interval counts (sic) and the impedance of the pace/sense portion was greater than 3000 ohms. A fracture of the pace/sense portion was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.